Event description:
Boston scientific received information that this right ventricular (rv) lead was displaying shocking impedance measurements greater than 125 ohms. The pacing impedance and threshold measurements were within acceptable parameters. A revision procedure will be performed in the near future to assess the set screw and lead connection. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The distal and proximal segments of this lead were returned and the lead was severed 20 cm from the is-1 pin. There were two sets of set screw marks noted on the is-1 pin and ring. The distal pin had set screw marks with discoloration and melted metal toward the front end. The single shocking coil separated from the medical adhesive bonding at the proximal end. Resistance testing showed both segments of the returned lead are continous. Laboratory analysis was unable to confirm the reported allegation.